Event description:
It was reported to boston scientific corporation on february 25, 2010 that a gemini stone retrieval paired wire helical basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the physician was attempting to retrieve a stone inside the patient's ureter when a wire from the retrieval basket broke. The wire did not detach. The retrieval basket and stone were removed together to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.